Event description:
Report status: malfunction. Reporting rationale: separated guide wire tip has caused or contributed to pt injury previously. Device issue: separated guide wire tip. It was reported that the guide wire was used in order to dilate the pulmonary vein of a two year old child. The physician inserted the hi-torque bhw in the introducer and the guide wire reached the intended region. Then the physician inserted another company's balloon in order to dilate the vessel. The balloon had some difficulties in advancing and by moving the guide wire, it was felt that the hi-torque bhw was "free". It was decided to withdraw the guide wire and it was realized that the device was missing a portion. The separated portion was in the monorail of the balloon. The separated portion of the guide wire together with the balloon, was withdrawn successfully from the pt. The procedure was completed successfully with another guide wire (hi- torque bhw - abbott vascular). The pt anatomy was not tortuous and not calcified, no resistance had been experienced. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4): results: product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance revealed that the guide wire was returned with no blood or contrast visible. The core was separated at the distal end of the hypotube. There was a piece of core still attached to the distal end of the hypotube. There was no other damage noted to the guide wire. The tip was tugged on to confirm that the core and shaping ribbon were intact. This product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.